Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the infection had been resolved and the cause of the infection remained unknown.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va1fat8 serial# implanted: (b))(6) 2017 explanted: (B)(6) 2017 product type lead product ID 3708660 lot# serial# (B)(4). Implanted: (B)(6) 2017 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for es sential tremor and movement disorders. The rep reported that the patient experienced an infection at the right side lead. The rep reported that the patient presented yesterday with pus around the incision site on the right side, as well as drainage. The rep reported that the patient was admitted today and they plan to remove the lead and cut the extension. The rep reported that the patient's left side was fine. No device issues were reported. No further patient complications have been reported as a result of this event.